Event description:
The pt reported that she went to the emergency room because her blood glucose read "high" (>500 mg/dl). She was unable to bring her bg down despite correction boluses from the pod (no dosages reported) or 50 units by manual injections (no time/s reported). The ER tested her bg and got a result of 348 mg/dl. They used a lab blood draw and four different meters and each result was about 100 mg/dl lower than her pdm. ER staff removed and discarded the pod. The ER staff removed and discarded the pod. She was treated with manual injections, and insulin drip and IV fluids and released the net day. She stated that the test strips were not expired and had tested in range with control solution.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported incorrect low test results or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "if you ar experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately."